Event description:
It was reported the pacing lead impedance has steadily increased to upper out of range values. High capture threshold and decreased r-wave sensing amplitude were observed. The patient did not experience any adverse effects. Lead capping was recommended. No further information is available.